Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a few patients are under corrected following photo refractive keratectomy (prk) procedures. Additional information has been requested.

Manufacturer narrative:
During technical onsite visit the field service engineer (fse) completed system verification, optics and alignment verification, replaced main focus lens and main deflector as a preventive action. System is operating within specifications. Root cause is unknown. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).